Event description:
Additional information from the facial pain patient, as reported through a manufacturer representative, reported that her ins had ¿shut off unexpectedly three times over the course of a few years.¿ it was further reported the patient experienced a loss of stimulation and thought the ins was shutting down on its own. The patient checked their ins with their patient programmer on (B)(6) 2016 and ¿all seemed to be working as it should.¿ the patient then noted that it ¿had not happened a lot, but at least three times¿ over the two years prior to (B)(6) 2016. There were no environmental or external factors identified at the time of report; the patient was advised the issue could be the result of a potential electromagnetic interference (emi) and to stay aware of any potential emi sources. The patient¿s programmer was replaced as a precautionary measure as of (B)(6) 2016. There were no surgical interventions planned or performed and the patient was alive with no injury; the issue was reportedly resolved as of (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off on its own on (B)(6) 2015 and the patient did not notice for two days. The patient's husband indicated that there was some "hydro testing&#55305;n the area and they were installing smart meters. The patient's husband was concerned that this caused the ins to turn off. The patient experienced less than 50% therapy relief when the device was off. The patient was going to make an appointment with their health care provider to check the ins.